Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became disconnected. Customer's blood glucose ranged from 230-500 mg/dl. A cartridge change was performed to resolve the issue.